Event description:
Related manufacturer reference number: 2017865-2022-40942. Related manufacturer reference number: 2017865-2022-40943. It was reported the patient presented in clinic for follow-up after they experienced a fall from vertigo. During interrogation, it was noted the right ventricular, atrial, and left ventricular lead exhibited a loss of sensing due to movement. No changes or interventions were reported. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the right ventricular, atrial, and left ventricular leads had dislodged.